Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case, two side bail covers and the ring cover were broken, the lower case was broken and contaminated, the lead flex cover, batter flex and heart lead flex were contaminated, the battery contacts compressed and the two side bails and the ring were missing. The device was to be scrapped in-house. (B)(4).